Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging were returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 1ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is a gap in the seal between the inflation balloon and check valve. The complaint can be confirmed for air leakage issues. The cause is a gap on the check valve to inflation balloon seal. The operations quality engineer was notified, and a non-conformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band was leaking air from the band when it was placed. The device was taken off the patient and another was used of the same product with no issue. The blood loss was less than 250cc's. The patient was stable. The reported event did not result in patient injury and no medical/surgical intervention was required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 06 feb 2024: it was unknown how many ml's of air were injected into the tr band when it was applied. After initial inflation, the tr band began to lose air within one (1) minute.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn/cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.